Manufacturer narrative:
Findings: pump was received with blank display due to open trace on lcd driver on lcd board. Unit had broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is chipping on the battery compartment and she dropped the pump. The customer was advised to discontinue use of the device and revert to backup plan.